Event description:
A malfunction on a pump was reported by the customer, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer received pump reset information from technical support and was assisted with resetting the pump. However, the customer did not have the necessary charging supplies and will contact technical support for further assistance with the pump reset. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.